Event description:
The customer reported experiencing high blood glucose of 242mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run a manual prime and the insulin did exit. Time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and passed. The customer mentioned that the cannula was bent and occluded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.